Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) units into the market. There are no units in stock in b. Braun surgical warehouse. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Taking into account that no other customer complaints have been received concerning this issue for this batch we consider that this is an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the package was open the needle and thread were detached.